Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead dislodged as the inner catheter was being split. The lead was repositioned using the outer catheter - so using another inner catheter was not necessary - and the lead remains in use. No patient complications have been reported as a result of this event.